Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that it was found that the lead electric resistance was too high after the patient's surgery; lead failure was noted. It was unknown if the issue was resolved at the time of the report. The lead status was noted as explanted-complete. The patient was alive with no injury at the time of the report. Additional information was received. It was clarified that the lead was just explanted. It was unknown how the lead failure was determined and what actions were taken and if it has since been resolved. The information has been confirmed / provided by the physician. The report of "after the patient's surgery" was referring to the normal implanting surgery.

Manufacturer narrative:
Continuation of d10: product ID 977a160 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(6), ubd: 23-may-2025, UDI#: (B)(4) h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.